Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited a lead safety switch (lss) due to high right ventricular (rv) pace impedance measurements measuring greater than 2,000 ohms. There was also noise and oversensing of myopotentials observed in unipolar configuration. The patient's rv lead is a non-boston scientific product. There was no noise or oversensing in the bipolar configuration. Boston scientific technical services (ts) suggested programming the device to unipolar pacing and bipolar sensing. No adverse patient effects were reported. This product remains in-service.

Event description:
Additional information was reported indicating that the right atrial (ra) lead from another manufacturer also had a high out of range pace impedance jump to greater than 2500 ohms. The pace impedance went back to baseline, after the jump. The lead was tested, and no impedance changes could be reproduced. Programming was changed to the unipolar pace and bipolar sense configuration. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this pacemaker system exhibited a lead safety switch (lss), due to high right ventricular (rv) pace impedance measurements, measuring greater than 2000 ohms. There was also noise and oversensing of myopotentials, observed in unipolar configuration. The rv lead is a non-boston scientific product. There was no noise or oversensing in he bipolar configuration. Boston scientific technical services suggested programming the device to unipolar pacing and bipolar sensing. No adverse patient effects were reported. This product remains in service. Additional information was reported indicating that the right atrial (ra) lead from another manufacturer also had a high out of range pace impedance jump to greater than 2500 ohms. The pace impedance went back to baseline, after the jump. The lead was tested, and no impedance changes could be reproduced. Programming was changed to the unipolar pace and bipolar sense configuration. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.